Event description:
It was reported that during deployment of the filter, the dome didn't form properly and the filter legs appeared to be crossed. A grasping loop was placed through the vein to manipulate the filter and the dome and legs formed without incident. The filter was then deployed without any further complications being reporteddevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.